Event description:
The customer reported an over infusion of morphine. The pca order was 2.5 mg bolus every 6 minutes. The syringe size was 30 ml. The infusion started in the afternoon on (B)(6) 2014. The syringes were noted to be empty at 1836 and 2203. The pt required narcan and additional blood draws due to receiving too much morphine. The pt is currently in stable condition. No further pt or event info was provided. The customer requests and event log review from 1200 to 2300 on (B)(6) 2014 to review that the device was infusing as programmed and how much morphine was infused during this timeframe.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.